Event description:
It was reported that during implant, the guidewire was stuck inside the lead and the physician was unable to remove the guidewire from the lead. The lead was not used and a new lead was implanted to complete the procedure. The patient was discharged.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received stated that the guidewire could not be removed from the lead due to an operator mistake since the guidewire and lead were not properly flushed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.